Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source had no image and during the colonoscopy diagnostic procedure it blanked out intermittently. The procedure was completed using the same set of equipment. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six (6) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.